Event description:
It was reported that a 8mm amplatzer septal occluder was selected for implant on (B)(6) 2024 using a 7f amplatzer trevisio intravascular delivery system. During implant the left disc of the device took on a cobra shape. The device was removed from the patient and placed in warm water. The device maintained the cobra shape. The device was replaced with a new 9mm amplatzer septal occluder. There were no interactions with cardiac structures. There were no angulations or kinks noted in the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The cause of the reported incident could not conclusively be determined; however,it was reported that an 7f delivery sheath was used to deliver the device which may have contributed to the device deformity; noted as the use of a larger sheath may influence deformations of the device. Per the instructions for use, the minimum recommended the sheath size delivery system for use with a 8 mm amplatzer septal occluder is an 6f.